Event description:
After completing a da vinci-assisted radical prostatectomy surgical procedure, the site called intuitive technical support engineer (tse) to report error code 25521 experienced during the procedure on master tool manipulator left (mtml). Per information, the site disabled the mtml. It was further reported that the surgeon completed the procedure on a second surgeon side console (ssc). No reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse did not reproduce the issue. The fse proactively replaced the master tool manipulator left (mtml). After replacement, the system was tested and verified as ready for use. Although the complaint was not confirmed by failure analysis since the mtml was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
The fse replaced the master tool manipulator left (mtml2) to resolve the reported issue. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtml2 was analyzed and the reported failure (error 25521 along axis 7 / gimbal yaw) was able to be reproduced during sine cycle. During evaluation, the opto buttons were found to be worn out. Physical damage to the gimbal grip levers was observed. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.